Manufacturer narrative:
The explant date should have been blank rather than (B)(6) 2019 (old date).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was superficial. The patient experienced discomfort due to the issue. Surgical intervention was undertaken during which the ipg was relocated. Stimulation was restored following the procedure.